Event description:
It was reported that this pacemaker system was operating safety mode. A battery longevity calculation from (B)(6) 2026 estimated approximately two years remained on the battery. This pacemaker remains in service, however device replacement was recommended. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding possible patient symptoms. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding possible patient symptoms and event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system was operating safety mode. A battery longevity calculation from january 6, 2026 estimated approximately two years remained on the battery. This pacemaker remains in service, however device replacement was recommended. No adverse patient effects were reported.